Manufacturer narrative:
A follow-up report will be submitted uon completion of the investigaion.

Event description:
It was reported to philips that the device's battery is defective. There was no reported patient involvement.